Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 03/07/2017 with the following findings: investigation revealed that the battery compartment was cracked. Additionally, the ok keypad button was under responsive. All other keypad buttons responded normally to button presses. There was no physical damage to the keypad cover. The keypad cover was removed and the ok button contact was observed to be cracked. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was damaged and the ok keypad button was under responsive. This report is made based on results of investigation completed on 03/07/2017.